Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the cuff was not closing completely but was closing partially. The physician removed the current pressure regulated balloon and replace with an increased pressure balloon. The surgery was completed by performing a cystoscopy and the cuff appeared to be closing all the way. There were no other patient complications reported.